Event description:
The facility reported a colleague infusion pump with a malfunction of "ch. "B" inoperative." This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "channel b innoperative" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a grinding noise from the channel b pump head module. The channel b pump head module was replaced to correct this condition. Baxter has received similar reports for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.